Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that an olympus g400 generator was not producing enough heat in the middle of a laparoscopic hysterectomy. According to the initial reporter, the device was not getting hot enough to cauterizing properly. Reportedly, the procedure was completed after a 3-5 minute delay by using another device. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device evaluation found the output was too low. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty aux board. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.